Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system triggered an alert for right ventricular (rv) auto threshold detected as greater than programmed amplitude or suspended. Technical services determined there was no intrinsic amplitude measurement at that time due to ventricular pacing. Technical services noted the impedance trends displayed a spike in the right ventricular (rv) and right atrial (ra) pacing impedances around the same time. The rv pacing impedance spiked from around 730 ohms to around 1320 ohms. The ra impedance spiked from the low 600 ohms range to the 900 ohms range. Technical services reviewed stored episodes and noted there was noise present on the ra channel that was oversensed resulting in atrial tachy response (atr) episodes. No asystole of greater than 2 seconds noted. It was recommended the clinic bring the patient in for further evaluation. At this time, this pacemaker remains in service and there were no adverse patient effects reported.